Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that the patient was experiencing shooting pain and their implantable neurostimulator (ins) battery site was painful as well. No environmental or external factors that may have led or contributed to the issue were reported. The manufacturer representative was unable to run impedance tests due to the discharged state of the ins battery. It was reported that the patient was unable to charge due to the painful ins site. No actions/interventions had been taken yet and the issue wasnt resolved. Surgical intervention was planned but had not yet been scheduled. The patients status at the time of this report is alive, no injury. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) stated that the cause of the discharged battery was due to the patient being unable to charge due to pain at the implantable neurostimulator (ins) site. There was no troubleshooting performed but the patient will be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient through a legal representative reported that in (B)(6) 2016 their device began to exhibit problems, including overheating while charging, causing severe pain and burning, and would not hold a charge. The heat generated by the ins during charging reportedly resulted in painful burning at the implant site. It was stated that by (B)(6) 2016 the patient¿s unit was malfunctioning and had stopped working altogether. The patient¿s stimulator battery failed working within two years of it being implanted. The patient alleged that around 2015-apr they were told by a rep the ins would last for at least 10 years. It was alleged the ins had a manufacturing and marketing defect. It was reported that the implant procedure had ¿scarred¿ the patient¿s body. It was alleged the patient had incurred and would incur in the future: physical pain and mental anguish, disfigurement, physical impairment, and medical treatment. The patient¿s physician reportedly refused to remove the device at the time of report and it remained implanted at that time. It was noted the patient had a history of chronic back and lower extremity pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting the ins took 10+ hours to charge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the unit was dormant and remains in the patient¿s body.